Manufacturer narrative:
Sientra complaint #:(B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side suspected rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). Additional information: h6. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5

Event description:
Right-side suspected rupture and right-side cyst. Cyst date of event: 05/12/2025.